Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the dials of a smiths medical b100 babypac ventilator "were reading what the dials were thought to be set at, but once on the picu patient, the infant's etco2 trace indicated an obstruction. The rr was initially set to 30-20 bpm, 100% o2, with pressures of pip 28-30, peep 5-6". All of the tubing was noted to be checked, as well as the peep valve, but no obvious issues such as kinked tubing were noted. No alarms were triggered on the device. The ett of an unknown brand was inspected and no problems were found. Additionally, the patient's pka was also reported to have elevated from 6-7 to over 12 pka and the infant had to be hand ventilated until a replacement ventilator was connected. Once the replacement ventilator of an unknown brand was used, the patient recovered and was able to be adequately ventilated. They were discharged after three to four days in the picu. No additional adverse patient effects were reported.

Manufacturer narrative:
Device eval: one cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed front and rear housing damage and a bleeding lcd. Investigation of the device showed the pump was double beeping with a cassette attached. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
One ventilator was returned for evaluation. The unit underwent functional testing, and passed all. However, when tests were run with peak and peep at max, the peak pressure had dropped to 40 and the peep was not holding but was drooping to 0. During operation, a pipping sound was noted, resulting from restriction which opens, releasing the pressure, generating the pipping sound. This was determined to be a result of a sticking component. Device w as removed from case for further investigation. And it was confirmed that the reported customer complaint is intermittent. An oxygen supply was attached, with peak/peep at max setting and were reading 69/19. Excess fomblin on the original nrv's rubber disc was noted and could be causing the restriction/leak and subsequent drop in pressure. The unit was run with a new nrv on and off numerous times over a two day period. The drop in pressure did not recur so this leads me to conclude that the drop in pressure was caused by the nrv assembly 500-a4024. The problem source was noted to be manufacturing.